Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: surg laparosc endosc percutan tech. 2012; 22(4): 361-363. (B)(4).

Event description:
It was reported via journal article: "title: single-port laparoscopic cholecystectomy in patients of advanced age: why not?" Authors: joachim reibetanz, md, mia kim, md, christoph-thomas germer, md, and katica krajinovic, md. Citation: surg laparosc endosc percutan tech. 2012; 22(4): 361-363. The objectives of the study was to compare the perioperative outcome of elderly patients undergoing either single-port cholecystectomy (spc) or standard multiport laparoscopic cholecystectomy (smlc). A total of 33 patients (older than 50 years) with cholelithiasis underwent spc and 33 patients (older than 50 years) underwent smlc during july 2009 and august 2011 and were included in the study. During the surgical procedure in spc, the fascial defect at the umbilicus was closed using interrupted vicryl 1-0 or pds 1-0 absorbable sutures and the skin incision was closed with a 4-0 absorbable subcuticular running suture. During the surgical procedure in smlc, the fascial defect at the umbilicus was closed using interrupted vicryl 1-0 sutures and the skin incision was closed with prolene 4-0 sutures. Smlc was performed by different surgeons. In the spc group, reported complications included subcutaneous wound infection (n-2), abdominal wall abscess (n-1) which required re-admission and surgical intervention, and trocar site hernia (n-1) which required elective hernia repair by mesh implantation. In the smlc group, reported complications included subcutaneous wound infection (n 2) which has no specific treatment and umbilical abscess (n-1) which required re-opening of the wound at bedside. The study demonstrates that elderly patients after spc are performing well, similar to patients of the same age who were treated with the ¿golden standard.¿ consequently, even if spc is currently regarded as a technique for ¿selected patients¿ by most surgeons, advanced patient age should not be an impediment to offer/use this novel technique.